Event description:
Customer reported that the device "will not hold charge even with new battery." It is unk if there was an audible or visual alarm. No known impact or consequences to pt.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.